Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.1, reference: 2.19, mean: 1.65, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr was calculated. Inratio value falls outside the limits, so accuracy criteria was not met and the value is discrepant beyond the documented variability for pt/inr testing. Inr test result discrepancy may have been due to improper testing techniques as described in the case: finger sticking before meter warmed up, repetitive pressure on finger to collect sample and multiple drops of sample applied. Retained strip lot #218917 was tested in a previous case and revealed that product deficiency was not established. As of 03/25/2010, six discrepant result complaints were reported for lot #218917 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 218917 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.1, lab: 2.19.